Event description:
The freestyle libre 3 system (cgm) device failed after about 12 hours. This is a repeat issue with the device and of the 4 devices I have used in 2023, only 1 worked correctly. This is the 2nd device the company has had to send a replacement libre 3 device to me. My 1st device lasted only 1 week when it should have lasted 2 weeks. It's horrendous qa so I am reporting it. Lastly, I will suggest that the root cause of the issue is battery life. I honestly don't know if the libre 3 has a battery, but the evidence suggests (imho) that the libre 3 devices sit on shelves allowing the batteries to wither. What I end up getting from cvs pharmacy is a libre 3 device with insufficient battery life. Again, I have no idea if the issue is the battery, but it sure seems like it. Https://www.googleadservices.com; ref reports: mw5146721, mw5146722.